Event description:
Related manufacturer reference number: 2017865-2024-22371. Related manufacturer reference number: 2017865-2024-22373. It was reported that the patient's atrial lead, right ventricular (rv) lead, and left ventricular (lv) leads were all failing to capture. Fluoroscopy was performed and confirmed dislodgement. It was alleged the dislodgement occurred due to twiddler's syndrome. During lead repositioning procedure, the helices of the atrial and rv leads failed to extend. The lv lead was repositioned and then dislodged again upon fixation. The atrial and rv leads were explanted and replaced, and the left ventricular lead was removed and the port was plugged. The patient was stable.